Event description:
It was reported that the patient experienced hyperglycemia with a highest glucose of 322 mg/dl for approximately two hours after treating a preceding hypoglycemic event with candy, while using an ilet system with a g7 cgm and an infusion set on the abdomen, and the event was attributed to user overtreatment rather than a device malfunction. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem, and determined the issue was due to an improper or incorrect procedure with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. Blood glucose subsequently regulated following user-initiated corrections.